Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed. However, while the device malfunction was confirmed, the exact root cause of the reported issue could not be definitively determined. The event can be detected/prevented by following the instructions for use in: oes hysterofiberscope; important information - please read before use. Warnings and cautions. Do not coil the insertion tube and the universal cord with a diameter less than 12 cm. Device damage can result. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface of the distal end. Visual abnormalities may result. Do not twist or bend the bending section. Device damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break causing water leaks. Olympus will continue to monitor field performance for this device. Additional information: h3, h4, h6.

Manufacturer narrative:
E1 full address: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flexible scope exhibited the tip of the coating was peeled off. There were no reports of patient involvement.